Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 534 mg/dl, which was treated with manual injection. Blood glucose level at the time of the call was over 300 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. During a follow up call, the customer requested that the insulin pump be replaced. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.